Manufacturer narrative:
Terumo did receive the actual device for investigation and visual inspection confirmed the complaint, the sterile barrier is breached as the tyvek is pulled away from the sterile pouch plastic. The bagged capiox units are 100% inspected prior to being boxed. The breach seal most likely occurred post manufacturing. (B)(4). Method : actual sample evaluated. Photographic images. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, the rx25 sterile package was open. There was no patient involvement as this occurred out of box.